Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the hospital me on the v60, indicating that code 1007 machine and proximal pressure sensors failed occurred during a pre-use operational checking outside of clinical use. The unit stopped operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the mc pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the mc pcba revealed no evidence of damage or contamination. The mc pcba was tested and pil confirms the check vent 1007 alarm problem but was unable to reproduce or diagnose the failure mode present as the problem corrected before troubleshooting could be completed.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. After further troubleshooting, it was observed that there was an occurrence of the following 4 alarms was confirmed: vent inoperative 1007 machine and proximal pressure sensors failed; check vent: 35v supply failed (diagnostic code 111b); check vent: 5v supply failed (diagnostic code 1118); and check vent: overvoltage protection circuit failure (ovp) (diagnostic code 1127). The pse replaced the motor controller printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.